Event description:
A 25 ga trocar cannula was used during vitrectomy procedure. The trocar was removed by surgical tip and it was at this time noted that the trocar was broken and part of it was retained within the vitreous space.